Event description:
Customer's spouse reported that customer woke up vomiting and that led to hospitalization for high blood glucose and dka. Troubleshooting was performed and pump appeared to be operating normally.